Event description:
Initial hcg result of negative (<0.5 u/l). Repeat of same sample gave result of 427.1 u/l. No information provided to determine if results were used to guide therapy. The field service representative determined the bead mixer was bent.